Event description:
This complaint has been reviewed for the information the manufacturer received that the device did not meet acceptance criteria of evaluation process for ac port being inoperable. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac port needs to be replaced to address the issue. No components were replaced. The device was scrapped.